Event description:
As stated in incident description form 12/18/2009: during transfer from chair to bed, the cna called for assistance to maneuver the lift during a two-person transfer. The resident was raised and suspended in the sling then moved away from the chair when the cna heard a noise described as a "clink" on the resident's left side. The cna then observed the cracked clip. She then grabbed hold of the sling near the broken clip with one hand to assist in the suspension of the resident and then lowered the resident to the floor using the remote control with her free hand. Neither the resident, nor the caregiver sustained any injuries during the event. An arjohuntleigh investigator has examined the device and found that the device is in a very good condition. Aside from the clips in question, there were no discrepancies on the sling. A function test was performed and the unit tested to OEM specs. (B)(4).

Manufacturer narrative:
Add'l info will be provided upon conclusion of the MFR's investigation.